Event description:
Please refer to report 0009613350-2019-00185.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: elevated metal ions. Event description: it was reported that the product was implanted on (B)(6) 2015 and underwent revision on (B)(6) 2018 due to elevated metal ions. Review of received data: the provided x-ray was reviewed by dr. (B)(6), md (radiologist) see maven md reviewer case report from warsaw. Single ap view of the lower pelvis: bilateral hip arthroplasties are present and the side of concern was not specified in the case information. Notations at the right hip suggest that this is the side of concern. The components are anatomically aligned bilaterally. Heterotopic ossification is present laterally on the left. There is no evidence of osteolysis or component loosening. According to the investigation letter (B)(4) (warsaw complaint) a picture of the implanted stem was provided and black debris along with scratches could be confirmed on the stem taper surface. No further evaluation was possible using the picture provided. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: it was reported that the product was implanted on (B)(6) 2015 and underwent revision on (B)(6) 2018 due to elevated metal ions. The revised avenir stem has not been received for material analysis. Therefore, the condition of the component is unknown. As the lot number of the stem is unknown, a review of the manufacturing records could not be performed. Compatibility was verified and it was found that the combination of the products reported in the complaint has been confirmed to be approved/cleared for use and is a legally marketed combination. The provided x-ray shows that the components are anatomically aligned bilaterally. There is no evidence of osteolysis or component loosening. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy dates: details of products: item number unknown, item name 54mm trilogy shell, lot # unknown. Item number unknown, item name unknown liner, lot # unknown. Item number 00801803202, item name femoral head sterile product do not resterilize 12/14 taper, lot # 62937377. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to fluid near the greater trochanter and elevated metal ions. The femoral head was removed and a minimal amount of discoloration was noted.